Manufacturer narrative:
No information was provided as to the name of the initial reporter nor their e-mail address. Only the name and address of the facility that reported the event was provided. A request has been made for this additional information. The product was not returned for evaluation. 3m implemented a new dehp free material to enhance the material properties on all 3m ranger(tm) fluid warming disposable products in 2013. Subsequent to this change 3m received a higher trend of complaints applicable to leaks within selected areas of the disposable tubing connections. 3m implemented a solvent improvement process change in late 2015 to address this type of event. This improvement was to the solvent bond process to reduced leaks on all of the following areas; y-connector, drip chamber, bubble trap and tube fitting of the high flow disposable set. The change was implemented to increase strength and to minimize leaks. 3m continues to monitor their complaints to confirm the effectiveness of the change made. The solvent improvement was not implemented on the lot number reported under this event.

Event description:
It was alleged that a 3m ranger(tm) high flow blood/fluid disposable set leaked at the y connector. No patient injury was reported. The type of fluid being used (blood/saline) was not specified.